Event description:
Patient reported right side "rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture" confirmed via us. Healthcare professional later reported "a well-circumscribed hypoechoic nodule" via us and found the implant to be intact upon explant surgery. Device was explanted.